Event description:
It was reported by service report that the chair descends stairs too quickly. No adverse consequences have been reported.

Manufacturer narrative:
Other: track. Investigation is currently underway to determine the severity of the problem, as it potentially creates a safety risk. Further info found to be relevant by the MFR will be submitted in a f/u MDR.